Event description:
During testing, a 'low fio2' alarm occurred at the time of replacing the o2 sensor. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. There was no pt involvement in this case.

Manufacturer narrative:
(B)(4).